Event description:
It was reported that the caregiver experienced difficulty changing the ilet pump cartridge and tubing, including inability to fully seat the cartridge and insert the infusion set until the connector piece was identified, replaced, and correctly installed; guidance on proper steps (unlock, change cartridge and tubing, rewind, and fill tubing) was provided, after which the cartridge seated and the process completed. There were no reported adverse clinical effects. Outcomes included restoration of normal use without health consequences. Investigation included remote troubleshooting and user education. Investigation of this case revealed user technique issues related to incorrectly attached connector and incorrect supply change steps, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of device component in an improper manner.